Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention and return products. Retention devices were tested with in-house clinical hcg negative serum samples as well as low concentration hcg serum. Return devices were tested with clinical hcg negative serum samples. All hcg results were negative at read time and met qc specifications. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. From the complaint information, the customer reported patients had an hcg concentration level of 6 miu/ml. This is a sensitive product with a cutoff of 10 miu/ml for hcg serum samples. Studies have shown that when this product is tested with 5miu/ml hcg serum samples, a certain percentage of faint positive results may be observed. This cannot be ruled out as a potential root cause for the unexpected results.

Event description:
It was reported that a patient had a surgical procedure scheduled, hcg test cassette was administered x3=x3 false positive results. The surgical procedure was done, no treatment was withheld or given due to the false positive result. Serum quant 6miu/ml. Troubleshooting occurred with a review of the limitations section of pi, discussed trophoblastic disease/non-trophoblastic neoplasms and hama interference.